Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, it was reported that the outer needle allegedly failed to trigger. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photos provided and reviewed.in the first and second photo shows the healthcare professional holding the maxcore device and the device is in half prime position and also the maxcore needle with half prime position. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the failure to fire could not be determined based upon the provided information. Labeling review: the reported material information is for disposable (single use) device and therefore a service history review is not applicable. G3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using a maxcore device. During the procedure, it was reported that the outer needle allegedly failed to trigger. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.